Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin that there was contamination. The following information was provided by the initial reporter: customer received contaminated product.